Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that the numbers started scrolling on the screen during a bolus attempt. Blood glucose value was 472 mg/dl; customer treated with manual injection. Customer was going to call the doctor after. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No display anomaly was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. No button error alarm was noted. No unresponsive buttons were noted. All of the buttons functioned properly. No moisture damage or corroded keypad traces were noted and no unlocked keypad connector was noted. The insulin pump had a scratched reservoir tube window, minor scratches on the display window, cracked reservoir tube lip and a cracked case at the display window corner.